Manufacturer narrative:
(B)(4). The device was received for analysis, but the evaluation has not yet been completed. Upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspections revealed fluid in the door bottles, pump and manifold. Rite (returned instrument test evaluation) electrical testing was conducted and the device failed due to current leakage. Additionally, rite functional testing failed as the device was unable to power up. The cause of the current leakage failure was determined to be fluid damage. The fluid was drawn into the pump and caused a short in the ac conductors. A CAPA has been initiated to investigate the root cause(s) of the issue. Further evaluation of the device was impossible due to the fluid intrusion. The entire device was scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. Device failed during evaluation, no patient involved.